Event description:
Fifteen years postoperatively, the valve was explanted due to thrombus entrapping one of the leaflets. At explant, the surgeon noted pannus growth under the valve. The valve was replaced.